Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device did not come with the suture, anchor, nor collagen. It was just an empty angio-seal tube, so when the physician went to deploy the device it pulled straight out since there was no anchor, collagen, nor suture to deploy. The patient was in stable condition and the procedure was successful. Manual compression was applied for hemostasis. Additional information was received on 20aug2021. The doctor was closing femoral access for neuro angiogram. The angio-seal did not lead to any complications since it was not able to be deployed and it resulted in the doctor holding manual pressure for closure. A 6fr procedural sheath was used. The doctor stated arterial access was difficult because of the patient's common femoral artery (cfa) anatomy and quality. There was a pre-deployment angiogram performed and deployment was deemed appropriate per IFU. The device was not damaged; rather, the angio-seal component did not have, the suture, collagen, nor anchor loaded in it. The doctor was able to get access with the angio-seal sheath and when he went to deploy the angio-seal he noticed there was no anchor, so upon pulling it out he acknowledged the angio-seal component was empty which would have made closure with this specific device impossible.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6 fr angio-seal vip was returned for product evaluation. The returned sample included the hemostasis sheath, carrier tube, locator, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath was mated to the carrier tube assembly and was set to the fully rear-locked position. The anchor was visible within the opening of the distal tip. A slight kink was identified at the blood inlet hole on the hemostasis sheath. A slight bend was also identified on the tubing of the locator. Functional testing was unable to be performed properly due to the condition of the returned device. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined but the likely root cause could be an obstruction to the anchor posting to the tip of the hemostasis sheath. Functional testing was unable to be performed properly due to the condition of the returned device. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.